Event description:
A physician reported a pt who was double skin tested on 29 july 1997 and 20 august 1997 with negative results. She received her first treatment with two formulations of collagen in the nasolabial folds on 15 october 1997. On approximately 22 october 1997, the pt noted the treatment sites became red and blotchy. The pt returned to the physician's office on 05 november 1997; the physician described the affected areas as looking like mosquito bites. He prescribed a nine day oral prednisone taper for the pt. She returned on 18 november 1997 with some areas in the nasolabial folds which were still red, so the physician injected triamcinolone intralesionally. The pt phoned on 26 november 1997 to report her treatment sites were flaring and the physician prescribed another course of oral prednisone. On 1 december 1997 she visited the office and had one lesion still present on the left nasolabial fold and reported she was still having intermittent swelling in both folds. The physician injected less than 1 cc of intralesional triamcinolone into the remaining nodule. The physician believed the pt definitely had a hypersenitivity to collagen. The physician plans to continue to give her triamcinolone injections intralesionally until the symptoms clear.